Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy on (B)(6) 2011, salpingectomy and c-section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total abdominal hysterectomy and left salpingooopherectomy, dilatation and curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved. The reporter considered back pain, genital haemorrhage, pelvic pain and post procedural complication to be related to essure. The reporter commented: treatment received for pain, bleeding quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy on (B)(6) 2011, salpingectomy and c-section. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total abdominal hysterectomy and left salpingooopherectomy, dilatation and curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved. The reporter considered back pain, genital haemorrhage, pelvic pain and post procedural complication to be related to essure. The reporter commented: treatment received for pain, bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-may-2021: medical record received. Reporters information and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy - uterus + cervix and salpingoopherectomy unilateral). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved. The reporter considered back pain, genital haemorrhage, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "back pain"; "bleeding nos"; "post procedural complication". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.